Event description:
Caller reported a cartridge alarm 30, indicating a malfunction related to the device's cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, technical support assisted the caller in properly loading a new cartridge, allowing the customer to successfully resume insulin therapy, and the problem was resolved.